Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the biopsy valve had body fluids and filth leaking from the broken part of the forceps stopper. The issue occurred during the upper endoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: "the elastic was torn and was supposed to be threaded through the gap, but it gouged out and left a large hole". Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that intense stress was applied by cleaving or rapidly inserting into the rubber with the biopsy forceps, resulting in a big hole. The event can be prevented by following the instructions for use which state: "chapter 4 operation, 4.3 using endotherapy accessories". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the new forceps plug was taken out and attached to the gif-h290 to insert a biopsy forceps, but instead of passing it through the gap, the rubber was gouged out and came off, creating a large hole. There were no reports of it falling off inside the body.